Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified while based on the analysis, the alleged cartridge alarm 19 issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Additionally, it was reported that the pump battery was depleting quickly. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose was 312 mg/dl.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.